Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The returned meter was investigated with a known-good retained battery. Visual inspection has been performed on returned meter, no issues were observed. Meter powered on with button depression and test strip insertion. Blank screen was not observed. The complaint was not confirmed. Extended investigation has been performed for the reported complaint and no issues were observed. Incorrect date/time issue was observed and it has been determined that there was no indication that the product did not meet specification. Issue is not confirmed due to meter was used beyond its useful life at the time of complaint. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Product has been returned, and the investigation is currently in process. A supplemental report will be submitted once all investigation activities are complete. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
An extended investigation has been performed. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 2009, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. The returned meter was investigated with a known-good retained battery and retained strips. Visual inspection has been performed on returned meter, no issues were observed. Meter powered on with button depression and test strip insertion. Blank screen was not observed. Also extended investigation has been performed for the reported complaint and no issues were observed. Incorrect date/time issue was observed and it has been determined that there was no indication that the product did not meet specification. Issue is not confirmed due to meter was used beyond its useful life at the time of complaint. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) was incorrectly documented in the previous report. Correction has been made.